Event description:
Patient was transferred from another hospital with a ruptured thoracoabdominal aneurysm and respiratory insufficiency. The aneurysm was repaired but the patient was in respiratory failure with worsening oxygenation, three days after admission. The decision was made to place the patient on ECMO. The cannulas were placed, and the patient was placed on ECMO. In the early morning of the next day, the pump failed immediately after flashing of the bridge of the arterial and venous cannulas, which is done routinely every 15 minutes. The patient immediately had a dangerous decrease in blood pressure and the emergency off-ECMO orders were started. Immediately, handcranking was started with good maintenance of the patient's hemodynamics. The pump error was not able to be resolved at that time. The perfusionist arrived and was able to switch the patient to a backup pump.======================manufacturer response for ECMO centrifugal blood flow pump, rotaflow ECMO pump======================manufacturer's rep was notified by the hospital's biomedical engineering department concerning this event.